Event description:
It was reported that after the lens was implanted, the doctor noticed a tear in the capsular bag. The doctor removed the lens in two pieces and performed a vitrectomy. The doctor then implanted a za9003 lens successfully within the same procedure. In addition, it was reported that the incision was enlarged and that the eye was sutured after the new lens was implanted. No adverse effect and no patient injury were reported. No further information was provided.

Manufacturer narrative:
Age at time of event or date of birth: requested; however, unknown. Sex - requested; however, unknown. Section f has been completed by the manufacturer. All pertinent information available to abbott medical optics ahs been submitted. Placeholder.

Manufacturer narrative:
(B)(4). PMA/510(k) #: (B)(4). Usage of device: initial use of device. Additional info: the manufacturing records were reviewed and all tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.